Event description:
It was reported that a malfunction code appeared on the customer¿s device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to continue using the pump while also recommending they call back if the issue reoccurs. The customer acknowledged and understood the instructions. No additional issues were reported subsequently.